Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system implant, the right atrial lead exhibited loss of capture. The physician suspected lead anomaly. Another lead was used instead. The procedure was complete without any adverse consequence to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of no capture was not confirmed. Analysis was normal. No anomalies were found.